Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 5 degree lordotic leopard implant was originally identified as being available for evaluation as documented in medwatch mw-109300. However, additional information was received from the sales representative indicating that the sample was being retained by the hospital for evaluation. Therefore, the sample was not available at this time. A device history record (DHR) review could not be conducted as the device lot number is unknown. A twelve month complaint trend analysis of the leopard implant was conducted on the device family based on a similar geometric thread design. This analysis found no emerging trends. No corrective and preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause and no systemic trend exists. As such, this complaint will be closed with no further action required. If the sample becomes available, the complaint file will be reopened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample retained by hospital.

Event description:
It was reported that during impaction of a leopard cage, the inserter instrument became loose and was removed from the wound. Inspection uncovered black fragment of cage. The remnants were removed. The surgeon malleted a second cage with a different inserter. This had the same result but this cage was deemed irretrievable. The first cage involved in the event is being returned and the second cage was implanted. The surgeon attributed a dural tear to the incident which in turn added at least an hour to the case. At this time, the patient is reported to be doing well and is making progress at rehabilitation. The following mfg. Medwatch reports are being filed for the two leopard cages that were involved in this event: 1526439-2014-11543; 1526439-2014-11544.